Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The pt's venous needle dislodged approx 2.5 hrs into a routine hemodialysis treatment. The pump was running at a blood flow rate of 470 ml/min for almost two minutes prior to noticing the dislodged needle. The actual blood loss amount is not known. The needle was reinserted and treatment continued without further problems. No medical intervention was required as a result of the blood loss.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the pt's needle dislodging. Facility staff was not sure of the actual blood loss amount and confirmed no medical intervention was required. The user's guide includes appropriate warnings to secure the blood access device to the pt and to always tighten and recheck the pt vascular access as the cycler may not sense blood leaks result from venous access disconnection. A direct correlation between nxstage sys one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.